Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The anatomy was straight forward except for the distal bifurcation which appeared narrow. The bifurcated stent graft was successfully deployed, however, the physician was unable to get the guide wire in through the contralateral gate. There was an attempt to advance the guide wire up and over, and brachially, however, the physician was unable to cannulate the gate. The physician converted the patient to an open surgical repair. No add'l clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results, conclusion: (narrowing in the vessel).